Event description:
It was reported that the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of approximately 1080 mg/dl and a small ketone level. Reportedly, the customer did not attempt to treat bg level prior to the hospitalization. Customer was treated with intravenous fluids of saline and insulin while in the hospital. No information was provided regarding the release date from the hospital; however, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error - per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.